Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection and found sensor flex retracted inside sensor base. Unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to sensor flex retracted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and experienced differences between sensor glucose and blood glucose levels, loss of communication between pump and transmitter, change sensor and the insulin delivery was not suspended. The customer reported blood glucose value of 132 mg/dl and sensor glucose value was 41 mg/dl at the time of incident. The hypoglycemic event was treated with glucose and carb intake. The event involved product(s) mmt-1884,mmt-342,unomedical,mmt-7040a. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. There was a high/low bg event contributing to differences between sensor glucose and blood glucose levels. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 91 mg/dl is beyond acceptable range. No further patient complications were reported. Mmt-1884,mmt-342,unomedical were not expected to return. Mmt-7040a were expected to return.